Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was obstruction within the valve, and the cerebrospinal fluid flow was blocked intra-operatively. It was noted the procedure was delayed 30 minutes and completed with back up products.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, reflux, leak, siphon and preimplantation testing. The valve did not meet the requirements for pressure-flow testing. Prior to testing the performance level (pl) setting of the valve could not be changed. The valve was occluded, and water could not flow through the valve. After flushing the valve, water was able to flow through and the pl setting could be changed so that the testing could be completed. Proteinaceous debris was observed on the exterior and interior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.